Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: unable to perform complaint lot history check due to an unknown lot number for bent pe, needle clog & bent npe. A review of risk management document (B)(4), revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, bent pe, bent npe, needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for bent pe, needle clog & bent npe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to inject insulin, and unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported, prior to injection, she removes outer cover, inner shield and finds the patient end is bent. "No insulin flow when priming." When she removes pen needle after attempting to prime, she's finding the non patient end is bent. Lot: unknown. Catalog: 320550. Date of event: unknown.